Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article "total knee arthroplasty for treatment of severe knee joint diseases in 118 cases" by han wei published by journal of clinical rehabilitative tissue engineering research was reviewed. The article purpose: to retrospectively analyze a total of 118 patients with severe knee joint diseases who underwent tka at the department of orthopedics, guizhou province people¿s hospital between june 2000 and january 2007. The article reports: a total of 118 patients were included in this study. Three different prostheses were used in this study and depuy's pfc sigma was one of them (n=30). All initial 118 patients were followed up for an average of 28 months. The excellent and good rate for the functional hss scores for all knees was 94%. No pain was reported for pfc sigma patients. Patella was not replaced. Cement was used although the manufacturer was not given. Depuy products involved: pfc sigma. Complications: infection (1), surgical intervention (1).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.